Event description:
It was reported that the ligamax clip applier jammed during a lap nephrectomy. There was no pt consequence.

Manufacturer narrative:
(B)(4). Broken advancer. Evaluation summary: the analysis results confirmed that one el5ml device was received with the advancer tip broken off. The instrument was cycled and it short fed the remaining clips due broken advancer tip. During the first two firings, the jaws remained closed but could be reopened manually assisted, on subsequent firings the jaws open and close as intended. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning: "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.